Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported that therapy had been discontinued and the patient's catheter was replaced. Therapy was later re-introduced and the patient has since not experienced any peritonitis events. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12e18056. No exceptions were observed that were related to the reported condition.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. The patient was reported to be very clean. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event. Per the nurse, this peritonitis event was not related to baxter products.